Event description:
The delivery system wheel was very hard to move when the doctor tried to deliver the stent, as if it was jammed. Finally with a lot of effort the stent was placed correctly. This stent has only this wheel for the delivery.

Manufacturer narrative:
No product returned.